Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention to replace their scs ipg. Further information is pending.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not recharge their scs ipg per manufacturer guidelines, leading to it becoming unable to communicate with external devices, deeming it inoperable. The patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced to address the issue.